Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer attempted to self-treat bg with a bolus via pump but was treated with intravenous fluids of saline and insulin at the hospital. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. During troubleshooting, customer loaded a new cartridge and resumed insulin deliveries. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Reportedly the customer had used the cartridge beyond labeling. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.